Event description:
It was reported that stent damage occurred. A 8.0x40x135 cm express ld iliac / biliary stent was selected to treat the iliac artery. When the package was opened, the technician and the physician noticed that the distal end of the stent appeared to be flared. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: probably (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: an examination of the returned device identified no damage along the entire device. No kinks or damage was noted along the shaft. An examination of the crimped stent found no issues. The stent was crimped tightly on the balloon. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that stent damage occurred. A 8.0x40x135 cm express® ld iliac / biliary stent was selected to treat the iliac artery. When the package was opened, the technician and the physician noticed that the distal end of the stent appeared to be flared. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.